Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. The customer requested a repair, it was found that there was a short circuit in the motor cable during evaluation, therefore we can confirm this complaint as a defect was found with the complaint device. The motor cable was replaced. The complaint device was cleaned, repaired and tested for functionality. However, given the information provided we cannot discern a definitive root cause for the identified failure. A manufacturing record evaluation was performed for the finished device (serial: (B)(4)) and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado handpiece with hand controls was received without any information from the customer site and needed repair. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.